Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 207 and 122 mg/dl. Tests were done within 10 minutes. Patient has been cleaning meter incorrectly and using expired solution for tests. Patient took diabetes medication following use of meter. Patient did not experience any adverse events. No further information has been reported.